Event description:
It was reported that the bd insyte autoguard straight came out at site. The following information was provided by the initial reporter: placing r foot 24g piv plus blood return. When I push the button to release the needle from the catheter, the entire catheter came out despite holding tamponade at site.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 15-aug-2022. Medwatch report # (B)(4).

Event description:
It was reported that the bd insyte autoguard straight came out at site. The following information was provided by the initial reporter: placing r foot 24g piv plus blood return. When I push the button to release the needle from the catheter, the entire catheter came out despite holding tamponade at site.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.